Event description:
It was reported that approx 2 years post stent implantation in the left internal carotid artery (lica) follow-up carotid duplex, done on (B)(6) 2010, revealed 70-90% asymptomatic, in-stent restenosis. Balloon angioplasty was performed on (B)(6) 2010 to treat the restenosis. Follow-up carotid duplex, done on (B)(6) 2010, revealed 70-99% asymptomatic, in-stent restenosis, treated with stent implantation on (B)(6) 2010. There was no adverse pt sequela. Though requested no additional info was provided.

Manufacturer narrative:
(B)(4). Restenosis of the stented artery may occur during this type of procedure and as listed in the instructions for use, restenosis of the stented artery is a known potential adverse event associated with the use of the product. There was no device malfunction reported that could have contributed to the event. Based on available info, a definitive cause for the reported pt adverse effect and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.